Event description:
It was reported that the bronchovideoscope had an error b30 and e226. The issue occurred during set up there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation e30 was confirmed and the e226 was not confirmed. Error e30 was likely due to damage on charged coupled device (ccd) unit. The probable cause may have occurred due to electrical or physical stress being applied to the image sensor unit during handling. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.